Event description:
Subsequent to the initial report, additional information was received. The device met initial resistance with the anatomy. Although it was reported that no polymer particles were left inside the artery, there may have been foreign material left inside the anatomy. The patient also developed arrhythmia during the procedure, however there is no information regarding treatment. Dilatation of the circumflex was not performed due to inability to cross the lesion with a non-abbott balloon. The procedure was stopped to not exceed the contrast media and rx dose. The device was received for evaluation. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported detachment was unable to be confirmed; however, there was a noted polymer scratching likely due to manipulation during retraction. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported separation, polymer peeling and difficulty to advance/position appear to be related to circumstances of the procedure. Based on the reported information, during advancement through the moderately calcified anatomy, the guide wire encountered resistance and likely became damaged and trapped. Manipulation during retraction likely resulted in the reported separation and peeling. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a moderately calcified unspecified coronary artery. A 300 cm pilot 150 guide wire was used without any issues. However, after removing the device from the anatomy, it was noted that the polymer coating from the distal area seems to have been peeled off and detached. No additional information was provided.